Manufacturer narrative:
Product identification records for the alleged gore device were not provided. Therefore, a review of the manufacturing records could not be performed. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material."

Event description:
It was reported to gore that the patient underwent laparoscopic ventral hernia repair on (B)(6) 2009 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2015, an additional procedure occurred. It was reported the patient alleges the following injuries: severe abdominal pain, tenderness, mesh infection, dense adhesions, and the need for additional abdominal surgeries including the excision of the mesh device. Additional event specific information was not provided.

Manufacturer narrative:
Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: implant preoperative complaints: (B)(6)2009: (B)(6)hospital. (B)(6), md. Indications: ¿the patient is a 57-year-old woman who presented with a recurrent ventral incisional hernia. The patient had undergone previous ventral incisional hernia repair with composix mesh. The patient developed a symptomatic recurrent ventral incisional hernia. She complained of pain but no significant obstructive symptoms. The patient underwent a computed tomography scan of the abdomen and pelvis to evaluate her pain. This was performed in (B)(6)2009 and was reviewed in the office. It demonstrated ventral incisional hernia along her midline abdomen with nonincarcerated small intestine. The risks, benefits and alternative treatments including laparoscopic and open repair were discussed in detail with the patient. After detailed discussion of the risks and benefits, she elected to proceed with laparoscopic ventral hernia repair with mesh. The patient underwent mechanical bowel preparation preoperatively and the reasons for this were discussed in detail. The patient was reevaluated in the preoperative holding area. The risks were reviewed. She signed a consent form.¿ implant procedure: laparoscopic adhesiolysis. Laparoscopic ventral incisional hernia repair with ptfe mesh, 26 cm x 34 cm. Implant: gore® dualmesh® biomaterial [1dlmc08/0595922, 26cm x 34cm x 1] implant date: (B)(6)2009 (hospitalization dates unknown). (B)(6)2009: (B)(6)hospital. (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative diagnosis: recurrent ventral incisional hernia. Postoperative diagnoses: recurrent ventral incisional hernia, 14 cm x 22 cm. Severe intra-abdominal adhesions. Anesthesia: general. Estimated blood loss: 400 ml. Drains: nasogastric tube and foley catheter. Procedure: the patient was brought to the operating room and given general endotracheal anesthesia. She was placed supine on the operating room table. Her arms and legs were heavily padded. Sequential compression devices were placed on her lower extremities prior to induction of anesthesia. She received a single dose of ancef 2 g intravenously less than one hour prior to skin incision. This was actually repeated intraoperatively due to the extended nature of the surgery, lasting greater than four hours. She received an additional one gram. Her abdomen was prepped and draped in sterile fashion including an ioban dressing. Initial access of the abdomen was obtained in the left upper quadrant using an open technique. A balloon-tipped trocar was placed and the abdomen was insufflated with carbon dioxide 15 mm hg. Six minutes of operative time was utilized to obtain access. Under direct vision, two 5 mm trocars were placed in the left lower abdomen. The patient had severe adhesions to her anterior abdominal wall. The adhesions were more severe in the area related to the previous intraperitoneal composix mesh. One hour and 45 minutes of operative time was utilized to perform adhesiolysis to clear all the adhesions in the anterior abdominal wall. One hour, 20 minutes was utilized to clear the adhesions away from the mesh. The previous mesh measured approximately 20 x 25 cm. During the adhesiolysis, one serosal injury was identified and oversewn with 0 vicryl lembert stitches. The small bowel and colon were inspected during and immediately following the adhesiolysis. There were no other areas of concern. After the adhesiolysis in the preperitoneal space, the bladder was also inspected. There were no concerns regarding the bladder. It should be noted that at the conclusion of the procedure, the areas of adhesiolysis were reinspected. The abdomen was evaluated thoroughly throughout all quadrants and the pelvis and there were no additional concerns regarding the integrity of the bowel or the bladder. The hernia defects were in the inferior and superior aspects of the previous repair. The entire area including the old mesh measured 14 cm x 22 cm. A 26 x 34 cm piece of ptfe mesh was utilized for repair. Cvz or gore-tec sutures were placed in the longitudinal axis of the four sides of the mesh. In the pelvis, the suture was placed approximately 4 cm off the edge of the mesh to allow for additional overlap inferiorly. Three 5 mm trocars were placed in the right lower abdomen during the adhesiolysis under direct vision. The mesh was rolled like a cigar and placed in a retrograde fashion through the balloon-tipped trocar site. The mesh was unraveled and positioned appropriately for placement. Four fixation sutures were brought through #11 blade stab incisions, allowing for approximately 7-8 cm of overlap in all directions. The mesh was then secured circumferentially with a spiral titanium tacker. Tacks were placed at 1 cm intervals circumferentially, less than one centimeter off the edge of the mesh. Additional row of tacks was placed medial to these original tacks. The mesh was then reinforced with #1 prolene sutures. The sutures were placed at approximately four centimeter intervals circumferentially, 1.5 to 2 cm of fascial separation was obtained between the limbs of each suture. At the conclusion of the procedure, the abdomen was irrigated, hemostasis was confirmed. All four quadrants and pelvis were inspected. There was no concerns regarding the integrity of the intestine after reinspection. The trocars were removed under direct vision. The abdomen was deflated. The 10 mm port site was closed with interrupted 0 vicryl sutures on the fascia. All skin incisions at the trocar sites were closed with 4-0 monocryl subcuticular stitches. Staples were utilized to close all of the transabdominal fixation suture sites. Dry sterile dressings were applied to the wounds.¿ ¿mesh placement time was 75 minutes. Total operative time: 258 minutes.¿ ¿the adhesiolysis was quite difficult and extended in this patient due to the severity of adhesions to the previous prosthetic mesh that was placed intraperitoneal.¿ (B)(6)2009: (B)(6)hospital. Implant sticker. Name: ¿dual mesh 26x34x1 lf¿. Catalog#: 1dlmc08. Lot#: 0595922. Manufacturer: wl gore & associates. Relevant medical information: (B)(6)2014: (B)(6)hospital. (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative and postoperative diagnosis: morbid obesity. Laparoscopic converted to open roux-y gastric bypass with 75 cm roux limb. Anesthesia: general. Indications: ¿the patient was a 62-year-old woman with a long history of clinically severe obesity. Her body mass index was 39. She had failed medical management of her weight. Her obesity was complicated by diabetes, benign hypertension, obstructive sleep apnea, osteoarthritis, and depression. Please see my preoperative history and physical for details. In addition, she had a history of multiple prior abdominal surgeries, including a low anterior resection, two prior incisional hernia repairs. She was brought to the operating room for a laparoscopic gastric bypass.¿ findings: ¿the patient had multiple intraabdominal adhesions including adhesions of the bowel and omentum to the anterior abdominal wall and her previously placed gore-tex mesh as well as very lage [sic] number of interloop adhesions. Ultimately, because of the slow progress with adhesiolysis, the small bowel component of the operation had to be performed as an open procedure. The adhesiolysis component of the operation in total took approximately three hours. 2. The small bowel was run from the ligament of treitz down to the ileocecal valve during the open portion of the operation. Several superficial seromuscular injuries were encountered, which were repaired with 3-0 silk lembert sutures. The jejunum was transected 30 cm distal to the ligament of treitz and a 75 cm roux limb was constructed. This was brought up to the 20 ml proximal gastric pouch in an antecolic, antegastric orientation. 3. The stomach, spleen, were both examined and found to be normal. The liver was mildly enlarged and infiltrated with fat consistent with nonalcoholic steatohepatitis without cirrhosis. 4. Examination of the anastomotic donuts. 5. Pressurization of the gastrojejunostomy with 40 ml of air followed by 40 ml of methylene blue demonstrated good pressurization and no evidence of leak.¿ procedure: ¿after the induction of general endotracheal anesthesia and the placement of a foley catheter, the abdomen was prepped and draped in the usual sterile fashion using chloraprep. 0.5% marcaine was used to infiltrate the dermis for local anesthesia at a total volume of 20 ml. A 1.5 cm transverse incision was made 15 cm inferior and 10 cm left of the xiphoid process. A veress needle was inserted into the abdomen through this incision and after a positive saline drop test, the abdomen was insufflated with carbon dioxide to a pressure of 15 mmhg. A 12 mm disposable trocar was inserted into the abdomen through this incision. A 10 mm, 45 degree angled video laparoscope was then inserted through this port. There were numerous adhesions immediately at the exit site of the port within the abdomen. Maneuvering of the tip of the scope ultimately was able to demonstrate a free portion of the left lateral abdominal sidewall. A 5 mm trocar was then placed under direction vision in this location in approximately the anterior axillary line. A 5 mm 30 degree angled video laparoscope was then inserted through his port to look back at the intraabdominal adhesions which were extensive. The endoshear's and the hunter grasper were then used to takedown adhesions of the omentum as well as small bowel from the edges and the center of the gore-tex mesh which encompassed most of the epigastric region and infraumbilical abdomen. Certain portions of these adhesions were very tenacious. There were some areas of seromuscular injury of the small bowel, but no evidence of full-thickness injury during the course of the adhesiolysis. Gradually over the course of an hour, these adhesions were taken down from the gore-tex mesh, freeing up the anterior abdominal wall. At this point, 12 mm trocars were placed 17 cm inferior to the xiphoid and 10 cm inferior and 4 cm right of the xiphoid process and 5 mm subcostal ports were placed in the right midclavicular and subxiphoid positions. There were several adhesions of the liver that hat to be taken down in order to facilitate placement of the epigastric 5 mm port site. At this point, attention was turned to the mid-abdomen. The transverse colon was identified. There were massive adhesions of the omentum to small bowel as well as interloop adhesions, making easy identification of anatomic landmarks impossible. An initial dissection was undertaken with the endoshear's to try to identify the ligament of treitz, but there were even adhesions in this portion of the bowel in the left upper quadrant. Due to the extensive nature of these adhesions, it was calculated that it would be multiple hours of adhesiolysis in order to properly identify the appropriate anatomy to create a roux-y limb. It was decided to convert the operation to an open procedure to complete the small bowel component, however, attention was turned to the upper abdomen to see if this could be achieved laparoscopically, and indeed there were relatively few adhesions of the proximal stomach to the region of the liver. A 5 mm flexible liver retractor was placed through the right subcostal port site and used to elevate the left lateral section of the liver, exposing the proximal stomach. The hook cautery was used to incise the peritoneum at the angle of his and the hook cautery and harmonic scalpel were used to dissect along the lesser curvature of the stomach just distal to the first branch of the left gastric artery. Until the lesser sac was entered from the medial aspect of the stomach. Dissection continued superiorly and laterally until a window was created at the angle of his between the lesser and greater sacs. A baker tube was inserted into the stomach. The distal balloon was inflated with 15 ml of air and pulled up tightly against the gastroesophageal junction. The hook cautery was used to create a small gastrotomy directly over the ballon on the anterior aspect of the proximal stomach. A larger gastrotomy was created 10 cm distally with the harmonic scalpel. The anvil of a 21 mm eea stapler was inserted into the abdomen with a looped prolene suture on the spiked end. The prolene was grasped with a 10 mm right angle clamp. This was passed through the lower gastrotomy. The tip was passed through the upper small gastrotomy, and the prolene was pulled extruding the spike through the upper small gastrotomy. The posts of the anvil was secured in place with an 0-surgidek endostitch pursestring suture. The lower gastrotomy was oversewn in two layers. The stomach was then transected with a series of two applications of the endo-gia 60 stapler with 4.1 mm staple load buttressed with bovine pericardium strips. At this point, the patient was placed in the supine position and the plan was executed to convert to an open laparotomy for the small bowel component of the operation. A 25 cm midline incision was made from the umbilicus superiorly with a knife and carried down through the subcutaneous fat with bovie electrocautery. A complex hard piece of composite mesh was identified in the periumbilical region in addition to a softer component of polypropylene mesh that was in continuity with the peritoneal cavity. These meshes were cut sharply with a curved mayo scissors, opening the peritoneal cavity and examining the intraabdominal contents. A component of the old composite mesh was extracted from the left periumbilical region, as was a component from the right hand side. Several helical tacks were removed from the fascia that otherwise were fairly sharp and pointed towards the midline incision. Using a combination of blunt dissection and sharp dissection with the metzenbaum scissors, then the adhesions to the small bowel were taken down. The small bowel was run all the way back up to the ligament of treitz and then was run distally. There were multiple interloop adhesions again with this area and this adhesiolysis consumed approximately 45 minutes until the distal ileum was identified. The small bowel was then run from the distal ileum all the way up to the ligament of treitz. There were several areas of superficial seromuscular injures to the small bowel and these were repaired with interrupted 3-0 silk lembert sutures. At this point, the small bowel was transected 30 cm distal to the ligament of treitz with an endo-gia 60 stapler with 3.5 mm staple load. The vascular mesentery was divided over 4 cm distance with the harmonic scalpel. The roux limb was measured over a distance of 75 cm and a stapled side-to-side functional end-to-side jejunojejunostomy was created with the endo-gia 60 stapler. The common enterotomy was oversewn in two layers and the mesenteric defect at the jejunojejunostomy was closed with interrupted 3-0 silk sutures. Because of the dense adhesions in the region of the transverse colon, it was not easy to identify the appropriate passageway for the roux limb in a retrocolic orientation and the mesentery was loose enough to allow for the roux limb to travel up to the upper abdomen in an antecolic, antegastric orientation with no tension. It was therefore decided to do an antecolic roux limb. An enterotomy was created in the proximal end of the roux limb with the harmonic scalpel. The base of the 21 mm eea stapler was inserted into the roux limb and passed down 5 cm. The spike was extruded on the antimesenteric border of the bowel and mated to the post of the anvil in the proximal gastric pouch. The stapler was then clamped down under direct palpation and visualization, and then it was fired, and the stapler was removed and the donuts were inspected on the back table and both found to be intact. The enterotomy in the roux limb was excised with a single firing of the vascular load of the endo-gia. The roux limb was then occluded with finger pressure and the orogastric tube was passed across the anastomosis. This was inflated with 50 ml of air while submerging it under saline irrigation and there was good pressurization and no evidence of air bubbling. The saline and air were aspirated and 40 ml of methylene blue was injected across the gastrojejunostomy. Again, there was good pressurization and no evidence of leak. A 19 french round blake drain was then pulled through the left subcostal 5 mm port site and positioned immediately posterior to the gastrojejunostomy. The midline fascia was then closed with a running #2 prolene suture. The wound was irrigated with saline and the skin was closed with staples. The jackson-pratt drain was sutured in place with a 2-0 nylon suture. Laparoscopic port sites were closed with running 4-0 monocryl subcuticular stitches. Dermabond and a sterile dressing were applied and the patient was awoken in the operating room, extubated, and brought to recovery area in stable condition. Estimated blood loss was 300 ml. Fluids 3300 ml crystalloid and 250 ml of albumin. Urine output was 700 ml. Packs none. Drains were a 19 french blake drain to the left upper quadrant. Specimens were none. Complications were none.¿ explant preoperative complaints: (B)(6)2015: (B)(6)hospital. (B)(6), md. Indication: ¿the patient was a 63-year-old woman status post multiple previous incisional hernia repairs and approximately ten months status post a laparoscopic gastric bypass compared to an open procedure which had been complicated by infection of her abdominal wall mesh with a chronic open draining wound. This had not healed and was not likely to heal in the future, and she was brought to the operating room for an excision of the chronically infected mesh and abdominal wall reconstruction.¿ explant procedure: excision of infected abdominal mesh and abdominal wall reconstruction. Explant date: (B)(6)2015 (hospitalization dates unknown) (B)(6)2015: (B)(6)hospital. (B)(6), md. Operative report. Assistant: (B)(6), md. Preoperative and postoperative diagnosis: chronic infection of abdominal mesh. Anesthesia: general. Estimated blood lost: 100 cc. Findings: ¿1. The patient had two residual pieces of synthetic mesh within her abdomen including a large piece approximately 25 x 30 cm of gore-tex dualmesh in an intraperitoneal position, as well as a separate piece of composix mesh which was approximately 8 x 10 cm in size. These were both involved in infection with purulent fluid surrounding areas of both of these pieces of mesh, and all of the mesh was then excised in its entirety along with the majority of the fixation tacks and sutures around the circumference of each of these pieces of mesh. At the end of this procedure, this left the patient with an abdominal fascial defect that was approximately 6 cm wide and a longitudinal midline incision in the fascia 20 cm high. Due to the patient's weight loss, this was able to be closed primarily, and the peak airway pressures at the end of her fascia closure were 20 millimeters of mercury. 2. The patient's intraabdominal contents were examined during the course of the procedure. The majority of these were covered with a cocoon of fibrous tissue directly beneath her gore-tex mesh. There was no sign of enterotomy or small bowel injury during the course of the procedure.¿ procedure: ¿after the induction of general endotracheal anesthesia and the placement of a foley catheter, the abdomen was prepped and draped in the usual fashion with chloraprep. The patient had an open draining wound with purulent material within it, approximately 1.5 cm in diameter, directly in her midline. A 25 cm vertical midline incision was made with an elliptical component excising the skin around the tract of her open draining wound. The initial incision was made with a knife and carried down through the subcutaneous fat with the bovie electrocautery. The midline incision through the subcutaneous fat was carried down to the level of her open draining wound, and at this point, I was able to insert a finger through the defect and feel the edges of her unincorporated mesh. Blunt dissection was used to further extend this cavity both superiorly and inferiorly, as well as on both sides laterally, and we were able to develop a plane between a cocoon of fibrous tissue within the abdominal cavity and her gore-tex mesh. This dissection plane was extended using blunt dissection all the way to the edges of the gore-tex mesh. Similarly, we developed a dissection plane between the parietal surface of the gore-tex mesh and the abdominal wall. It was in this plane that we identified the secondary piece of composix mesh. At the inferior aspect of that mesh, the incision was extended down to include the fascia below the umbilicus. We encountered several pockets of purulent material, and cultures were obtained from this area and sent for routine aerobic and anaerobic culture. The piece of composix mesh was largely able to be dissociated from the cavity around this purulent material on its inferior aspect. On the more superior aspects of the composix mesh, several of the fixation tacks had to be removed from the fascia in order to dissociate the composix mesh from the anterior abdominal wall. With the composix mesh excised, attention was once again turned to the gore-tex sheet. There were at least 40 helical tacks around the circumference of this piece of mesh that were individually removed, and several polypropylene and gore-tex sutures that were also encountered that had to be cut in order to extract the mesh from the abdominal wall. This was done first on the right side and then openly on the left side of the abdomen. Further blunt dissection was required both on the inferior and superior aspects of the midline fascial incision to allow for dissociation of the mesh from the anterior abdominal wall. Ultimately, however, we were able to extract the gore-tex mesh largely as a single sheet. Inspection of the underlying viscera and the cocoon over the viscera showed no sign of a visceral injury. There was adequate hemostasis within the abdominal cavity. There was some bleeding along the edges of the fascia where the mesh had been partially incorporated, and these were controlled with the bovie electrocautery. Some residual inflammatory rind was still present on the edges of the fascia, and this was excised with the bovie electrocautery, leaving only healthy, viable abdominal wall fascia and muscle on both the right and left side to the abdomen. The bovie electrocautery was then used to incise the subcutaneous fat immediately above the fascial edges creating a muscular flap approximately 3 cm in width on both the right and left side of the abdomen to facilitate fascial closure. The fascia was then reapproximated with interrupted number 2 figure-of-eight prolene sutures. These were tied in a manner that brought the knots within the abdominal cavity. Upon closing the abdominal wall fascia, the peak airway pressures were only 20 millimeters of mercury, and there had been no significant increase during the fascia closure. Hemostasis in the subcutaneous space was achieved with the bovie electrocautery. The midline skin incision was then packed open with a 4-inch kerlix roll. A sterile dressing was applied, and the patient was awakened in the operating room, extubated, and brought to the recovery area in stable condition.¿ it should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence." The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Invalid lot serial number. H6: updated type of investigation code and investigation findings code. Conclusion code remains the same. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. The gore® dualmesh® biomaterial instructions for use also states: ¿strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ the instructions for use further warn: ¿as with any implantable surgical device, strict aseptic techniques should be followed. If an infection develops, it should be treated aggressively. An unresolved infection may require removal of the material.¿ procedure and specific patient factors may contribute to or cause infection, leading to contamination, exposure, lack of incorporation and/or seeding of device. Procedure related factors may include adherence to clinical guidelines on infection risk management, contamination of device prior to or during implant, and post-operative persistent/symptomatic seroma and wound management. Patient risk factors may include diabetes, smoking, age, malnutrition, immunosuppressive therapy, post-operative instruction noncompliance, and hygiene. As with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. The device was not able to be returned to gore for evaluation; therefore, a direct product analysis could not be conducted. Review of the manufacturing and sterilization records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.